Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, and h11. Additional information was received that on post-operative day 6 the patient had a permanent pacemaker implanted.

Event description:
As reported by the edwards lifesciences affiliate in germany, edwards received notification of a 44m evoque valve in tricuspid position where one day post procedure an internal temporary venous pacemaker was placed in-situ due to an av block.

Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
Additional type of investigation codes that were unable to be added in h6: labeling review. The complaint for "valve function/performance - valve interacts with conduction system" was confirmed with other empirical evidence via information reported by edwards clinical specialist. No manufacturing non-conformities were found during device history review (DHR) review. A definite root cause is unable to be determined. Per the instructions for use (IFU), conduction system disturbance and/or heart block which may require treatment (including permanent pacemaker) are potential adverse events. Conduction disturbances, heart block, and other conduction disturbances are common in patients with underlying cardiovascular disease and can be exacerbated or aggravated with standard intra-operative medications or anesthesia. Such events are related to the patient's underlying condition. Other mechanisms for conduction abnormalities could be related to coronary obstruction due to air embolism, coronary spasm and/or local edema affecting the av node. Conduction disturbances have also been documented during transcatheter cardiac procedures as a result of direct interaction with cardiac anatomy, especially in patients with underlying conduction abnormalities. Other potential causes include trauma by a guidewire or delivery system. Since no manufacturing non-conformances were found and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions were required.